Event description:
It was reported that the patient was brought into the hospital for a pacemaker changeout. During device preparation, the left ventricular (lv) lead exhibited high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.